Manufacturer narrative:
Device evaluation: visual inspection of the returned product showed score marks on the distraction rod. X-ray images of the internal components showed no damage and revealed the rod was partially distracted. The rod was unable to distract with manual distractor and erc, and was also unable to retract with fast distractor. The rod was sectioned and debris build up was found which may have caused the reduced functionality. Additionally, the sectioning of the rod determined that the distraction rod component could not be separated from the rod housing without use of high force. Based on these findings, it is likely that bending forces applied to the rod from patient anatomy/activity caused the distraction rod to wedge into the housing tube, which would cause the rod to be jammed and unable to distract. Device records review: review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspection criteria prior to release.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has been received and is pending evaluation. The root cause cannot be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod stopped lengthening after the first session. No patient adverse event was reported.